Manufacturer narrative:
Additional information: d4 and h4. Corrected information: h10. Manufacturer report (B)(4), should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the protective seal was dislodged from the header of the device. The device was not implanted. The patient was stable and will continue to be monitored.